Event description:
Patient reported that the expiration date, printed on the strip drum vial, is 2006-08. According to the manufacturer's electronic inventory system, the correct expiration date for the associated lot number is 2005-08. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.